Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip were reported in a research article in a subject population with multiple co-morbidities including mitral regurgitation. Complications reported included stroke, bleeding; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling

Event description:
The article "a safer bet for mitraclip: choosing between single antiplatelet therapy and dual antiplatelet therapy" was reviewed. The article presented a retrospective multi center study, to evaluate the efficacy and safety of single antiplatelet therapy (sapt) versus dual antiplatelet therapy (dapt) in mitral teer recipients.. Devices mentioned include mitraclip. The article concluded that sapt offered thromboembolic protection equivalent to dapt through one year after mitral teer without increasing gi bleeding risk. These data support de-escalating to sapt after the early post-procedural phase. [The primary author and corresponding author was dr. Emmanuel otabor at jefferson einstein philadelphia hospital, philadelphia, pa, USA, with corresponding email emmanuel.otabor@jefferson.edu. The time frame of the study was unknown. A total of 3325 patients were included in this study, of which all received an abbott device. Comorbidities included mitral regurgitation. Peri and post-procedural complications included stroke and bleeding.